Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mention symptoms of their blood glucose levels such as lethargic, thirsty, repeatedly going to the bathroom. The customer treated with shots. Customer's current blood glucose value was 300 mg/dl and the blood glucose was 472 mg/dl at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2017 at 4 pm. The blood glucose value when admitted to hospital was 400s mg/dl. The customer complained about dehydration, some virus, high fever. The customer cause of hospitalization per healthcare professional's was dehydration, possible viral infection. Customer wearing the pump at time of hospitalization. Product was not returned for analysis.